Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the pcb (printed circuit board) and the ise (ion-selective electrode) tubing connector which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated low anion gap values on ise (ion selective electrode) patient results. There was no change in patient treatment in association with this event.